Event description:
It was reported that after underwent a total knee arthroplasty for a study, the patient had delayed wound healing and possible infection. Revision surgery and drainage were performed with a poly exchange. The subject recovered from the event but was terminated from the study. The explanted device was destroyed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and x-rays provided do not contribute to the reported wound infection. Based on the limited information provide and without the return of the explanted device for analysis the root cause of the reported delayed healing cannot be confirmed at this time but the circumstances reported of the delayed wound healing is a known complication of a surgical procedure and not a failure of the implant devices. Based on the lab results there was no indication of infection. The patient¿s medical history is significant for multiple comorbidities i.e. Diabetes which cannot be ruled out as possible contributing factors. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.